Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5329540. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the adapter and male luer of the 23g x 0.75 in needle x 7 in tubing bd safety-lok¿ bc set with luer adapter separated while blood was flowing into tubing. No serious injury or medical intervention reported.